Event description:
It was reported that the ilet user experienced high blood glucose after an infusion set change, with the site change performed by pushing the set in manually, and a bent cannula was confirmed on the infusion set component. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure of infusion set deployment leading to a bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.